Manufacturer narrative:
(B)(6).

Event description:
It was reported via facility medwatch report (B)(4) that a shaft break occurred. As a 3.00 x 38mm synergy xd drug-eluting stent was being advanced for treatment the shaft of the stent snapped in half. The physician retrieved both pieces of the device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported via facility medwatch report (B)(4) that a shaft break occurred. As a 3.00 x 38mm synergy xd drug-eluting stent was being advanced for treatment the shaft of the stent snapped in half. The physician retrieved both pieces of the device. No patient complications were reported.